Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements in describe event or problem. Please refer to update statement dated 07oct2016 in describe event or problem. No further follow up is planned. Evaluation summary a customer reported that injection button on a female patient's humapen luxura hd device was difficult to push down. The patient experienced hyperglycemia. The device was not returned for investigation (batch (B)(4), manufactured september 2011). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of for the batch did not identify any atypical trends with regard to injection force high or dose accuracy. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy high probability. There is no evidence of improper use or storage.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) female patient. Medical history was not reported. Concomitant medications included insulin detemir for an unspecified indication. The patient received insulin lispro (rdna origin) injections (humalog 100u/ml) via reusable pen (humapen luxura hd) four times a day subcutaneously for the treatment of diabetes, beginning on (B)(6) 2016. Dosage regimen was not provided. On an unspecified date, she experienced hyperglycemia, and was hospitalized because of it on (B)(6) 2016. Information regarding discharge dates, laboratory tests performed, corrective treatment, and outcome of the event was not reported. On 07-sep-2016, it was reported that the humapen luxura hd had an unspecified product complaint ((B)(4) / lot 1109g01). Insulin lispro therapy was ongoing. The user of the device and his/her training status were unknown. The humapen luxura hd general duration of use and the reported humapen luxura hd duration of use were not reported, but started on (B)(6) 2016 approximately. The device was not returned. The reporting consumer did not know if the event was related to insulin lispro therapy, and did not provide an assessment of relatedness between the event and humapen luxura hd. Update 13sep2016: upon review, this case was opened to update the medwatch and european and canadian required device reporting elements for regulatory reporting; added the product complaint information to the narrative; and updated the narrative. Update 07oct2016: additional information received on 06oct2016 from the global product complaint database added the device specific safety summary and manufactured date of the device; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative. Update 21-oct-2016: information received from the rcp on 09-sep-2016. Product complaint reference number was added in narrative and it was already processed. No adverse event information was received

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) female patient. Medical history was not reported. Concomitant medications included insulin detemir for an unspecified indication. The patient received insulin lispro (rdna origin) injections (humalog 100u/ml) via reusable pen (humapen luxura hd) four times a day subcutaneously for the treatment of diabetes, beginning on (B)(6) 2016. Dosage regimen was not provided. On an unspecified date, she experienced hyperglycemia, and was hospitalized because of it on (B)(6) 2016. Information regarding discharge dates, laboratory tests performed, corrective treatment, and outcome of the event was not reported. On 07sep2016, it was reported that the humapen luxura hd had an unspecified product complaint (product complaint pending/ lot 1109g01). Insulin lispro therapy was ongoing. The user of the device and his/her training status were unknown. The humapen luxura hd general duration of use and the reported humapen luxura hd duration of use were not reported, but started on (B)(6) 2016 approximately. The action taken with humapen luxura hd and its return status were unknown. The reporting consumer did not know if the event was related to insulin lispro therapy, and did not provide an assessment of relatedness between the event and humapen luxura hd. Update 13sep2016: upon review, this case was opened to update the medwatch and european and canadian required device reporting elements for regulatory reporting; added the product complaint information to the narrative; and updated the narrative.